Event description:
The international customer reported the ventilator would not operate on ac power. The ventilator was not in use on a pt and therefore, there was no pt involvement or harm. The customer replaced the power supply to correct the problem. Factory failure analysis found missing fuses in the power supply, which would cause the ventilator to not power on with ac power. Further analysis of the power supply reported arcing on the snubber pcb board. This type of failure may contribute to a vent inop condition. Vent inop, when in use, will stop providing ventilatory support to the pt.